Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a transureteral lithotripsy procedure in the ureter performed on (B)(6) 2018 according to the complainant, during unpacking, the laser fiber was noted to be damaged and was not used for the procedure. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the specific device damage been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 90 cm from the top of the connector to the break. The second piece measured approximately 226.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a transuretheral lithotripsy procedure in the ureter performed on (B)(6) 2018 according to the complainant, during unpacking, the laser fiber was noted to be damaged and was not used for the procedure. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the specific device damage been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.